Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned to the complaint investigation site for analysis. The stent had been deployed and was not received for analysis. A visual and tactile examination of the returned device found that the shaft was kinked at various positions along its length. This damage is consistent with excessive force being applied to the delivery system. The delivery system od was verified to be within specification. No issues were noted with the profile of the holding sleeve, markerbands and the inner. The inner could be advanced and retracted without issue during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right and left femoral arteries to perform a bilateral kissing stent procedure. The 100% stenosed, 80-90x10-12mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified bilateral common iliac vein(civ) and inferior vena cava(ivc). Pre-dilation was performed with a 3x8mm wanda, 6x8mm wanda, 8x8mm wanda, and 10x8mm mustang balloon catheters which resulted to a 50% residual stenosis. A 12x90/8fr wallstent® endoprosthesis was advanced to treat the target lesion. However, the physician found that the stent was dislodged during the procedure. The physician completed the procedure by implanting 14x90 wallstent and 12x90 wallstent to cover the lesion which showed good results. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right and left femoral arteries to perform a bilateral kissing stent procedure. The 100% stenosed, 80-90x10-12mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified bilateral common iliac vein(civ) and inferior vena cava(ivc). Pre-dilation was performed with a 3x8mm wanda, 6x8mm wanda, 8x8mm wanda, and 10x8mm mustang balloon catheters which resulted to a 50% residual stenosis. A 12x90/8fr wallstent® endoprosthesis was advanced to treat the target lesion. However, the physician found that the stent was dislodged during the procedure. The physician completed the procedure by implanting 14x90 wallstent and 12x90 wallstent to cover the lesion which showed good results. No patient complications were reported and the patient's status was stable.